Event description:
It was reported by service report that the footboard controls were not accurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bubbled footboard display overlay label.